Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. The reported event was duplicated upon disposable test. The probable cause of the reported problem is the defective downstream occlusion (dso) sensor. Replaced dso sensor. The device passed all functional tests after the repair.

Event description:
It was found during investigation that the reported cassette attachment error was confirmed, and defective downstream occlusion (dso) sensor was found. There were no patient involvement and harm.